Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery with multiple cartridges. The customer's blood glucose (bg) level was 504 mg/dl. The customer administered an insulin injection to treat the bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.